Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula.the issue occurred with one infusion set and site was patient's hip. The patient replaced the infusion set and insulin was resumed successfully. Also, the patient faced bleeding at site. No further information was available.